Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined the motor speed was not stable; corrosion on the motor. Additionally, the device was out of calibration; however, the repair was not completed because the unit was scrapped. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted. (B)(4).

Event description:
It was reported that during surgery the console lost power. There was no patient harm but there was a delay of 10 minutes while they obtained an additional dermatome that was used to finish the procedure. No adverse events were reported as a result of this malfunction.